Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl and bupivacaine at unknown concentration and doses. It was reported the pump was alarming or beeping. The patient reported hearing a truck backing up as a description of the alarm/beeping. The sound was consistent with pump alarms. The patient mentioned the alarm event could have been related to the missed scheduled refill. The patient stated the pump was supposed to be filled on (B)(6) 2016 for the first time. The patient stated she had an appointment on (B)(6) 2016. No patient symptoms were reported. The patient stated that the pump had not been refilled since implant. The patient was already upset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.